Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 20jun2019. Based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the navigational ring was defective. There was no patient involvement. The event date was not specified; estimate used.